Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 118, 29, 111, 127, 107, 49, mg/dl. Tests were done within 10 minutes with a difference of 32mg/dl. Patient did not experience any adverse events. No further information has been reported.